Event description:
A patient had an acl repair about seven years ago and was brought in for a revision. The surgeon tapped with the 9mm tap but had difficulty starting the tap; the bone was noted to be very soft. He then used a linvatec instrument to make a notch to start the tap; the drive was fully seated in the screw and it broke as the surgeon gave it "one last turn". The broken screw was removed and the surgery was completed with a competitor's metal screw. Surgeon stated after the case that any bioabsorbable screw would have fractured in this instance and that he does plan on using calaxo in the future. Nothing remains in the patient and no injury resulted. Surgeon experienced a delay of 15 - minutes.